Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was recently taken to the emergency room due to a low blood glucose level and seizures. Blood glucose level was 25 mg/dl and was treated with an insulin injection by the customer's father. Blood glucose level was 71 mg/dl at the time of paramedics' arrival. Customer was not admitted to a hospital. Paramedics were able to raise the customer's blood glucose level to 110 mg/dl. Caller reported that the customer lost consciousness, and was incoherent and unable to recognize anyone upon waking up. Blood glucose level at the time of the call was not provided. No further information was provided.